Event description:
The customer reported a ventilator displayed no title volume return. The device was reported to have been in clinical use at the time the issue was discovered. There was no patient or user harm reported. The device was evaluated by the customer and a philips remote service engineer (rse). The customer reported that the unit has been running for about 16 hours in patient mode. The customer reported that the title volumes are displayed and very close to the set volumes. He also performed the extended self-test (est) a few times and it passed successfully. The only code seen was the 8004 error, but it was not accompanied with a 1012 error code. The rse then instructed the customer to run the performance verification test (pvt) and email back with results. The customer emailed back stating that he ran a complete pvt on the ventilator and all testing passed. Est was run two more times on the ventilator and the unit was returned to service.